Manufacturer narrative:
(B)(4). Batch # r57p7u. The analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. In addition, the anvil was received bent. No functional test could be performed due the condition of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damaged the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how much blood loss there was (in mls)? The surgeon didn¿t mentioned on it. Were blood products or a blood transfusion needed? No, there is no blood transfusion needed. Was there any change in the post-operative care of the patient (e.g. Prolonged hospitalization etc)? No.

Event description:
It was reported that during a hemorrhoidectomy procedure, when fire, it was cut half of the prolapse haemorrhoids and no staplers were deployed. Bleeding occurred. Suture the wound and use another pph03.